Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman trusteer access system (was). The patient had an anterior chicken wing laa morphology. During the procedure, transseptal was tough and unable to get a low anterior stick. Multiple attempts were made to drop down and track up to the optimal location on the septum. The physician had to settle for a mid-posterior stick. In an attempt to get access into the chicken wing, the physician attempted a pigtail catheter and also a was sheath. The 31mm closure device was deployed to flx ball and manipulated into the anterior portion of the wing, but instead the closure device went through the back wall of the appendage. Pericardiocentesis was performed and protamine started. The closure device was released and left in place. The effusion resolved after pericardiocentesis. The patient was sent to the intensive care unit and monitored. The patient was discharged the following day and is expected to fully recover.

Manufacturer narrative:
D2b: pro code (product code): dre; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.